Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa common device name: intravascular administration set a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use when needle retracted with a bd vacutainer® push button blood collection set blood splatter occurred. The following information was provided by the initial reporter, translated from (B)(6) to english: at the end of the operation, when the automatic rebound function of the puncture needle was used, blood splashing occurred.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that during use when needle retracted with a bd vacutainer® push button blood collection set blood splatter occurred. The following information was provided by the initial reporter, translated from chinese to english: at the end of the operation, when the automatic rebound function of the puncture needle was used, blood splashing occurred.